Event description:
The customer reported that he visited the doctor due to his high blood glucose, and the doctor recommended to replace the insulin pump based off of what the doctor saw when he downloaded the insulin pump to carelink. Instructed customer to call back if the problem persist. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.